Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional wherein, it reached end of service (eos). The patient underwent a revision procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.